Event description:
It was reported to nova biomedical that a consumer received a result of 537 mg/dl on their blood glucose meter. The consumer administered 10 units of insulin based on that reading. The consumer performed a control solution test getting a result of 331 mg/dl which is out normal control range. The consumer tested himself again getting a result of 503 mg/dl and again administered another 10 units of insulin. The consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test their test strips as instructed in our directions for use. The directions for use also test not to use them to open a new vial of test strips which the consumer did not do. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.